Event description:
This report is 25 of 28 for complaint file number (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Information received from the facility. Information not previously reported.

Event description:
A pt, implanted with three (3) mandible plates and twenty-five (25) screws in (B)(6) 2011 was returned to the operating room on (B)(6) 2012 for removal of hardware due to infection. Upon removal it was noted that all of the hardware was intact. Pt was revised to 6 holes from a 20 hole matrixmandible plate, 5 2.4mm locking screws and 1 2.4mm non-locking screw. Pt had been implanted at another facility in another state by a different surgeon. This report is #25 of 28 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.